Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the guidewire broke off in the coronary vein. It was noted that it could not be removed. The guidewire was never in service. No additional adverse patient effects were reported.